Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the prophecy blocks were damaged (stained) during the sterilization process. Patient was under aesthetic and case had to be cancelled as a result of issue.

Manufacturer narrative:
The reported event could be confirmed since the provided images match the alleged failure mode. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned for investigation. However, images were provided that do show the guides have a yellowish-brown stain. For further evaluation, the guides will need to be returned. Staining of the prophecy guides following sterilization is a known issue. Previous investigations have identified that proper adherence to the specified sterilization parameters is essential to prevent discoloration or staining of the guides. Deviations from these guidelines, such as extended drying times or improper placement of sterilization materials have shown to contribute to this issue. However, the root cause could not be conclusively determined in this case. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the prophecy blocks were damaged (stained) during the sterilization process. Patient was under anesthetic and case had to be cancelled as a result of issue.